Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Cornea haze is a known side effect of refractive laser surgery and describes cloudy appearance of the cornea in response to the "wound" of laser ablation. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported mild corneal haze observed at over three months post photo refractive keratectomy (prk) procedure of the left eye. Patient is being monitored.